Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a crack on their insulin pump's case. Customer did not drop or bump their insulin pump. It was also found there was a crack on the customer's reservoir compartment. Customer's drive support cap was not damaged. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.